Event description:
A customer reported higher values when scanning the adc freestyle libre sensor compared to a paramedics meter. On (B)(6) 2019, the customer obtained a scan of 177 mg/dl experienced symptoms of "feeling bad" and self-treated with oral glucose pills and subsequently had a seizure. Paramedics were called and upon arrival, a sensor scan of 82mg/dl was compared to a blood glucose of 38mg/dl obtained on the hcp meter and the customer was treated with additional oral glucose for hypoglycemia and taken to the hospital for further monitoring. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was properly seated in the mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no issues were observed. Reprogrammed sensor to perform linearity testing and all results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values when scanning the adc freestyle libre sensor compared to a paramedics meter. On (B)(6) 2019, the customer obtained a scan of 177 mg/dl experienced symptoms of "feeling bad" and self-treated with oral glucose pills and subsequently had a seizure. Paramedics were called and upon arrival, a sensor scan of 82mg/dl was compared to a blood glucose of 38mg/dl obtained on the hcp meter and the customer was treated with additional oral glucose for hypoglycemia and taken to the hospital for further monitoring. There was no report of death or permanent injury associated with this event.